Manufacturer narrative:
Product event summary: manufacturer¿s analysis confirmed the customer comments that the external pulse generator (epg) had a broken control knob, upper case, lower case, bail cover, and high rate cover. It was also confirmed that the knob spring was damaged, and that the label, ring cover, and ring attachment were missing. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) had a broken control knob and a damaged knob spring. It was also reported that the upper case, lower case, bail cover, and high rate cover were broken. Furthermore, the ring cover, ring attachment, and label were missing. The epg was returned for repair. There was no patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.